Event description:
The malem bedwetting alarm has gotten very hot under normal use and burnt my son on his neck and chest area. This is a children's product but is very unsafe. All we did was power it up by placing batteries in the product and then setting it up as directed. Within an hour my son was screaming and shouting in pain. The hot alarm and batteries have burnt my son. There was battery leak on his skin and body. This is an alarm to be looked into her safety issues.